Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with episodes of non-sustained right ventricular over-sensing. The episodes were a result of over-sensed noise exhibited by the right ventricular lead. No interventions were reported. Further information was requested but not received.